Event description:
A problem was reported with the t:slim x2 pump battery not charging. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait for at least 30 consecutive minutes to see if the pump would begin charging, and further follow-up was planned. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.